Event description:
It was reported to philips that the system didn't start up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use when the reported issue occurred. A philips field service engineer (fse) evaluated the system onsite, suspected the suite pc as the cause of the system startup problem, and replaced the suite pc. Further investigation revealed that the reported issue was the result of software malfunction and not a result of the pc failure. However, after replacing the pc, the system was returned to use in good working condition. There has been no recurrence of this issue reported from the customer. The suite pc was returned for analysis, and no failures were observed. The codes were updated based on the investigation outcome.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was not in clinical use when the reported issue occurred. A philips field service engineer (fse) evaluated the system onsite and determined a defective suite pc was the cause of the system startup problem. To resolve the issue, the fse replaced the suite pc. After the replacement, the system was returned to specifications. The codes were updated based on the investigation outcome.